Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be field on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2010. It was determined that the root cause was too much silicone on the tap. The investigation shows that the issue reported as "urine won't drain from pouch" has been confirmed and actions have taken place to address it.

Event description:
Report received indicated that when opening the tap, urine did not drain. No further info was provided.